Manufacturer narrative:
(B) (4).

Event description:
A volume discrepancy was reported. The expected reservoir volume was 2.2ml while the actual reservoir volume was 39ml. The pt was experiencing increased tightness. A dye study was performed and the hcp was unable to aspirate the catheter. Per the reporter, the hcp injected the dye. The dye was never seen during the study and the pt had no response to the medication. The type of medication, concentration and daily dose were not reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.